Event description:
As reported, a 7f exoseal vascular closure device (vcd) was used after balloon dilatation of the basilar artery. The vcd was used in the right femoral artery. One day after use, a large petechiae and hematoma around the puncture site appeared and the patient complained of local pain. Analgesic treatment was given, and 50 mg tramadol tablets were administered orally. The treatment was able to relieve the pain, and pseudoaneurysm was excluded by emergency ultrasonography. Manual assisted compression was applied, and the patient's hematoma largely subsided after about 2 days. The hospital reported it as an adverse event to the china nmpa directly. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
As reported, one day after a 7f exoseal vascular closure device (vcd) was used in the right femoral artery after balloon dilatation of the basilar artery, a large petechiae and hematoma around the puncture site appeared and the patient complained of local pain. Analgesic treatment was given, and 50 mg tramadol tablets were administered orally. The treatment was able to relieve the pain, and pseudoaneurysm was excluded by emergency ultrasonography. Manual assisted compression was applied, and the patient's hematoma largely subsided after about 2 days. Additional information was requested but not provided. The device was not returned for analysis. A product history record (phr) review of lot 18146370 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hemorrhages/hematomas are a common post-procedural complication and is listed in the instructions for use (IFU) as such. Access site hemorrhages are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and the patient's compliance to decreased mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Puncture-site pain is an unpleasant physical discomfort or sensation experienced by the patient at the catheterization access site. However, pain is subjective to the patient, and there are many potential causes. It¿s likely related to the same factors that contributed to the bleeding event. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the bleeding event reported; however, patient factors are likely since the hematoma occurred a day later while the patient was in recovery. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. Additionally stated in the IFU, ¿if hemostasis has not occurred, continue applying light manual pressure to achieve hemostasis.¿ per post procedure patient management, the IFU states, ¿observe that the puncture site is dry when light, non-occlusive pressure is released. Apply an appropriate sterile dressing to the puncture site. Assess the insertion site, as per hospital protocol. Ensure that the site remains clean and dry.¿ neither the phr review nor the information available suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.